Event description:
It was reported that the ilet user experienced a persistent high glucose alarm for approximately 90 minutes and a confirmatory fingerstick measured blood glucose at 395 mg/dl; the user was guided to replace the infusion set and completed the change, with no confirmation available regarding a bent cannula or lot details. Symptoms included hyperglycemia. Outcomes included user self-management at home without medical intervention or hospitalization. Investigation included user troubleshooting and education regarding infusion set replacement and monitoring. Investigation of this case revealed that the device functioned as designed during the call, with no device component failure confirmed, and that a probable infusion set or cannula issue could not be verified due to lack of the removed set for assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.